Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the lap colon procedure, surgeon inserted the device through the trocar (deep enough, that the flexure part was free) and couldn¿t open it. He did look of the space inside the cavity and even that he tried a few times he wasn¿t successful. He took the instrument out of the trocar (out of the patient) and try to open it but still didn¿t succeed. After him scrub nurse tried, and she couldn¿t open the device also. They have change the instrument with new one and finished procedure successfully.

Manufacturer narrative:
(B)(4). Batch # p57l13. The ec60a device was received for analysis with no apparent damaged and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired reload is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.